Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. Reportedly, the customer was not performing the air removal step. Customer¿s blood glucose level was 100-150 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge.